Manufacturer narrative:
The customer called olympus technical assistance center (tac) to troubleshoot a flashing front panel after changing the lamp. Tac instructed the customer to check the switch at the top of the socket which was confirmed to be stuck. The customer released the switch and the unit stopped flashing. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported the evis exera iii xenon light source front panel was flashing after changing the lamp. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation assumed that the slider switch was stuck and the front panel flashes since the blinking has stopped when the switch at the upper part of the socket was pressed from initiation information. Additionally, it was presumed that the slider switch was sticking and deteriorated due to long-term repeated use since it has been over four and a half years since it was delivered.